Event description:
Post op fever with no discernable cause. Blood culture testing performed - detected a positive result for e. Faecium event indicated as undetermined for device, patient and procedure relationships. Type 2 or 1a endoleak, thoracic aortic aneurysm, fusiform aneurysm. Relatedness to device: undetermined relatedness to procedure: undetermined relatedness to pre-existing condition: undetermined patient outcome - "issue is ongoing and no intervention has been reported to date."

Event description:
Post op fever with no discernable cause. Blood culture testing performed - detected a positive result for e. Faecium. Event indicated as undetermined for device, patient and procedure relationships. Type 2 or 1a endoleak, thoracic aortic aneurysm, fusiform aneurysm. Relatedness to device: undetermined. Relatedness to procedure: undetermined. Relatedness to pre-existing condition: undetermined. Patient outcome - "issue is ongoing and no intervention has been reported to date."